Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The product was dimensionally inspected and photographic images were made.

Event description:
Allegedly the driver would not release from the implant screw.

Manufacturer narrative:
Device #2: this is a reportable malfunction. No serious injury to the patient was reported. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00891.